Manufacturer narrative:
B3: event date, updated. B5: additional information. H6: health effect-impact, health effect-clinical, and medical device problem codes, updated. No further information provided. A supplemental report will be submitted once the manufacturer investigation is complete.

Event description:
It was reported that the patient presented with a bacterial driveline infection treated with drug therapy on (B)(6)2024. They had been re-admitted on (B)(6)2024 for arrythmia and infection and were treated with drug therapy. On (B)(6)2024 the patient had a persistent ventricular arrhythmia requiring defibrillation or cardioversion. The relationship with the device was reported as clearly related. The reason for determining causality was noted as sacking ventricular tachycardia. They remained admitted until (B)(6)2024.

Manufacturer narrative:
Section b1: type of report corrected. Section b2: outcomes attributed to adverse corrected. Section d4: primary UDI corrected. Section h6: health effect - clinical code, health effect - impact code, and medical device problem code corrected. Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively established through this evaluation. Furthermore, a specific cause for the reported driveline infection could not be conclusively determined. Review of the submitted log files captured the pump operating as intended. No notable events or alarms indicating an issue with the pump were observed. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6), with no further related events reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) and the heartmate 3 patient handbook are currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including cardiac arrhythmia and infection (local, driveline or pump pocket infection), that may be associated with the use of the heartmate 3 lvas. This section also provides an explanation of all pump parameters, including pulsatility index (pi). This section explains that pump flow is a calculated value that is estimated based on pump power. Section 1 explains that in general, the magnitude of the pi value is related to the amount of assistance provided by the pump. Higher values indicate more ventricular filling and higher pulsatility (ie, the pump is providing less support to the left ventricle). Lower values indicate less ventricular filling and lower pulsatility (ie, the pump is providing greater support and further unloading the ventricle). Section 6 of the IFU, ¿patient care and management¿, lists arrhythmia and infection as potential late post-implant complications that may be associated with the use of heartmate 3 lvas. Several sections of the IFU and patient handbook provide care instructions regarding infection prevention, as well as suggested responses in the event of infection. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information provided. A supplemental report will be submitted once the manufacturer investigation is complete.

Event description:
It was reported that log files were sent for analysis to confirm whether driving status of the heartmate or the system itself was in good condition. The patient's pi was elevated, and they were asymptomatic. The patient had debris in the lead of their pacemaker and there was concern for whether the debris could be produced in the lvad. The log file captured low flow events on (B)(6) 2024. There were also several low flow flags which did not persist long enough to trigger a low flow alarm. There did not appear to be any type of mechanical circulatory support (mcs) equipment issues causing these events. The system was working properly. The low flow events seemed to be a patient hemodynamically related issue and not a ventricular assist device (vad) related issue. While the patient was hospitalized, the pacemaker lead was infected, and the laser lead was scheduled to remove the infected lead. Patients pi was still increased. Additional log files were sent for analysis.